Event description:
It was reported that on (B)(6) 2015, the upgrade to the smartview 2.44 version was performed and the sales representative had monitored the upgrade during one hour and normally shut it down. There was no information about its usage between (B)(4) 2015. On (B)(6) 2015, it was reported that the programmer was blocked on the following error message¿ initialization of the head completed.¿ preliminary analysis showed that the root cause of the reported behavior was related to a shutdown of the programmer during the retrieving data phase in addition to a resynchronization issue after resuming from hibernation.

Event description:
It was reported that on (B)(6) 2015, the upgrade to the smartview 2.44 version was performed and the sales representative had monitored the upgrade during one hour and normally shut it down. There was no information about its usage between (B)(6) 2015. On april 3rd 2015, it was reported that the programmer was blocked on the following error message¿ initialization of the head completed¿. Preliminary analysis showed that the root cause of the reported behavior was related to a shutdown of the programmer during the retrieving data phase in addition to a resynchronization issue after resuming from hibernation.